Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensor and blood glucose readings. The customer's blood glucose level at the time of incident was over 400mg/dl. The customer's most current level was 78mg/dl, and their sensor reading was 123mg/dl. The difference was found to not be within the acceptable range. Calibration error was also encountered during phone call. Troubleshoot was conducted. The customer was advised the sensor would be replaced. The customer was advised to monitor the device and call back if issues persist.